Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient date of birth is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed on part # 314.119, synthes lot # 7708643: release to warehouse date: 02-sep-2014, expiration date: na, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during removal of an antegrade nail and an unknown number of locking screws three (3) screwdrivers were stripped while the surgeon attempted to remove one of the previously implanted locking screws. The surgery was completed with a like device. There were no surgical delays or additional medical intervention required to remove the antegrade locking screw and unknown number of locking screws. The devices were originally implanted in (B)(6) 2016. They were explanted on (B)(6)2017 due to the patient developing a post-operative non-union. The patient was revised to a larger antegrade nail and a number of locking screws. Concomitant devices reported: locking screws (part # unknown, lot # unknown, quantity unknown), antegrade nail (part # unknown, lot # unknown, quantity 1). This report addresses the intraoperative issues during the revision surgery. The revision and report of non-union has been reported with the linked complaint (B)(4). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. This complaint is confirmed. The returned reusable device is stripped/worn from normal use and servicing. 314.119 is 2+years old. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is stripped/worn from normal use. No new malfunctions were identified as a result of the investigation. The returned screwdrivers are reusable devices used to insert and remove screws with t25 stardrive screw head recesses. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. The distal stardrive tip is stripped as reported. The stardrive edges are worn. Screwdriver shaft drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.